Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), mitral regurgitation, and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. Three clips were implanted, reducing mr to 2-3. On (B)(6) 2018, during follow up, the patient presented with dyspnea and it was found that the mr had increased to 3-4. One clip had detached from the anterior leaflet, and remains attached to the posterior leaflet (single leaflet device attachment/slda). A leaflet tear was suspected. In the physician's opinion, the slda was due to pre-existing anatomical challenges. The patient was confirmed to be stable and the additional two clips are stable on both leaflets. Treatment has not been performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due the patients anatomy (restricted posterior leaflet). The reported tissue damage and recurrent mitral regurgitation (mr) was due to the slda. The reported patient effect of shortness of breath was secondary effect due to the increase in mr. The reported patient effects of worsening mr, dyspnea and mitral valve injury are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.